Event description:
Complainant alleged that during training by facility staff, the device displayed a " critical error 3- defib charge timeout" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The main board was replaced as a precaution. The customer was sent a replacement device. Analysis of reports of this type has not identified an increase in trend.